Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess test well images in question, which showed that they were visually negative.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument.